Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the kidney performed on (B)(6) 2015. Reportedly, the laser unit used was a lumenis 100. According to the complainant, during the procedure, the tip of the laser fiber was noted to be bent upon visualization with the scope inside the patient. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
One flexiva 200 tractip laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.5 mm and appeared unused. An anomaly was observed in the middle of the exposed distal tip which appeared to be damage to the fiber core of the distal tip while the surrounding fiber coating remained intact. The anomaly could cause the tip to appear distorted which confirms the reported event. There were no signs of damage or other imperfections noted along the laser fiber¿s body. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the fiber was clear, bright, and slightly scattered with an effective transmission of 30.5%. During functional analysis, smoke was observed at the exposed glass fiber tip, and the fiber tip fell off at the middle of the distal tip where the anomaly was located. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the kidney performed on (B)(6) 2015. Reportedly, the laser unit used was a lumenis 100. According to the complainant, during the procedure, the tip of the laser fiber was noted to be bent upon visualization with the scope inside the patient. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of fiber tip bent. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.